Manufacturer narrative:
The white sureform 45 reload is not available for failure analysis. A review of an image provided by the customer shows a stapler reload with damage to the cartridge at the proximal end.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a fragment from a white sureform 45 reload fell inside the patient. The fragment was successfully retrieved during the same surgery. A visual confirmation was performed to ensure all fragments were collected. No additional surgical procedure was required for fragment removal, and no post-operative tests such as x-rays or ultrasounds were conducted to check for remaining fragments. The procedure was completed robotically without the need for a backup reload. The patient has not returned to the hospital due to post-surgical complications. The stapler reload is not available for return.